Manufacturer narrative:
The insulin pump was received with partially broken off battery tube threads during testing. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.